Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported a message of "sensor already in use" while the customer was wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced sweating and weakness and was provided glucose by the wife for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.